Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's proximal in-line filter was replaced to address the issue.